Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer coordinated with technical support to receive a replacement pump. Steps for returning the malfunctioning pump and setting the replacement pump into storage mode were provided and acknowledged by the customer, who will use a backup insulin pump and multiple daily injections to ensure continuous insulin delivery.